Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19853545 / 20042250.

Event description:
It was reported that the patients ipg was taking longer to charge and was not holding a charge. It was also noted that the patients lead had high impedances and the patient experienced overstimulation at the midline incision site. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. All explanted device components were discarded by the facility.